Event description:
The occlusion balloon inflated suddenly unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 4mm to occlude the vessel, however the occlusion balloon would not respond. The physician turned the inflation dial to 5mm and the occlusion balloon would still not respond. The physician then observed that after a minute the occlusion balloon inflated suddenly. The physician removed the device from the pt. The pt is reported to be fine.